Event description:
Throughout the day on [redacted] from the hours of 06000-1400 we noticed that the 24g db insyte autoguard catheters (lot: 5277920) were less successful than other lots, with multiple instances of increased drag, difficulty penetrating skin, delayed flash, difficulty threading, and increased pain. We observed this over multiple patients and attempts. The team that had a cart stocked with a different lot number of 24g catheter did not report these same issues while both teams stocked with the 5277920 lot did report similar issues. Ultimately this resulted in increased IV attempts on patients, delayed IV access, and an increased use of supplies.